Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was 10 mmol/l. The insulin pump passed the displacement test. It was advised that the infusion set be changed and that the insulin pump be monitored. However, the alarm recurred and the customer was unable to rewind the insulin pump. It was advised that the customer should revert to a back up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 130 was noted during testing. However, the motor home switch was found corroded per visual inspection. The pump was received with minor scratches on the lcd window, case and keypad overlay.